Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant, this annuloplasty band was implanted in the mitral position and subsequently explanted. The reason for explant was due to recurrent moderate regurgitation and left ventricular function was not as expected. The physician indicated there was no malfunction of the product and replaced the valve. No additional adverse patient effects were reported.